Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2020-11918.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 thv. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. Permanent pacemaker lead dislodgement during a transseptal mitral procedure is a rare complication. The exact cause of this event is unknown; however, some possible causes include: suboptimal anchoring of the pm lead, suboptimal/anomalous trajectory of the lead, suboptimal location of the septal puncture (too close to the pm lead), challenging tracking of the commander delivery system. In the physician training manual an assessment of the following is recommended prior to mitral valve-in-valve implantation with sapien 3: suitability for transseptal (ts) approach: inter-trial septum anatomy; presence of devices precluding ts access. The physician training manual also provides the following instructions for crossing the interatrial septum: determine adequate puncture location using tee. Perform transseptal puncture using standard techniques under tee guidance. Dilate the atrial septum with a 10-14mm septostomy balloon. Advance .035¿ guidewire over a guiding catheter into the left ventricle. In this case, there was no allegation or indication a device malfunction contributed to this procedural complication. Investigation results suggest/indicate that while attempting to cross the septum, the commander delivery system came into contact with a pre-existing right atrial permanent pacemaker lead and the lead was pulled into the la and finally back into the ra at the removal of the device. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No similar complaints regarding this issue have been received by edwards lifesciences. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported, pre bav with a 20mm edwards balloon was successful but left a mobile piece of leaflet material moving in/out of the lvot. The patient remained hemodynamically stable and the aortic wall appeared to be intact without evidence of dissection. It was hoped that it would be trapped by the tavr valve. The valve was successfully deployed. It appeared that the material was anchored below the aortic annulus on the ventricular side. After considerable deliberation regarding the best approach, it was decided to snare the debris and remove it. The filamentous projection was captured and removed without incidence. Per records, the tissue appeared like a leaflet. During the mitral portion of the case (thv within a pre-existing surgical valve) the transseptal puncture was dilated with a 12 x 40 balloon. During crossing the septum with the delivery system and valve the system inadvertently pulled the permanent atrial pacing lead with it into the la, despite multiple attempts to steer around the lead. The lead was free of the mitral valve so the 26 mm sapien 3 valve was deployed in the mitral position during rapid ventricular pacing. Tee imaging confirmed satisfactory placement of the sapien valve with only trivial paravalvular leak and mild central (intravalvular) mr. Hemodynamics were found to be excellent. The valve delivery system was therefore withdrawn, again engaging with the permanent atrial lead and pulling it back into the ra. The patient is doing well and was discharged home.